Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of probe damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during total laparoscopic hysterectomy procedure the jaw broke off after an intense manual cleaning. Furthermore, olympus was informed that broken jaw did not fell inside the patient. Damage to the teflon pad is unknown. There was a ¿short circuit¿ error displayed on the generator. The procedure was completed using another thunderbeat device. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was tested using olympus test equipment; device was tested on as received condition, revealed tissue build up on the device. The teflon pad was found to have normal wear with no metal exposed; however 2 deep dents were noted on it. Probe check could not be performed due to the broken probe unit. A u509 error code was observed due to the broken probe. The distal end was inspected under a microscope and found the intact portion of the probe unit measured approximately 6mm. The broken portion of the probe was returned with the device and approximately measures 13mm. In addition, charred marks were found on both the broken and intact portion of the probe unit; scratches and dents was also observed. Pieces of the teflon pad melted stuck onto the probe unit.